Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with undersensing on the ra lead. Programming changes were made. The issue were resolved. The patient will continue to be monitored.